Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed intermittent erbe error with m-02. The isi fse replaced the integrated electro-surgical unit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and found to have errors c-33/m-02. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. The complaint regarding errors on erbe was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted hiatal hernia- sliding surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they are having an erbe error m-02. The isi tse walked customer through two hard power cycles of the erbe, but issue persisted and errors directly upon power up. The isi tse inquired if customer had a force triad to continue and they did not. The customer stated they will cancel procedure until system was fully operational. The procedure was aborted with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.